Event description:
The account alleged that the stretcher brakes did not hold on the head end. No injury reported.

Manufacturer narrative:
The technician found the stretcher had a broken set screw on the head end hex rod. The technician drilled out the broken screw and replaced it to resolve the issue.